Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to infection.

Manufacturer narrative:
The associated complaint devices were not returned for evaluation. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. Products were sterilized according to sterilization release documentation from quality control. A review of the complaint history records shows no complaints for the same failure mode, with the same batch numbers. Also, no relevant clinical information was provided to conduct a thorough analysis of the reported issue, thus no medical investigation can be performed at this time. Without the actual products involved, our investigation cannot proceed. If the devices or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.